Manufacturer narrative:
Patient information and serial number have been requested but not yet provided. Migration and dislodgment are known adverse events listed on the intera 3000 information for use. If further information is received, a supplemental report will be filed.

Event description:
It was reported by a healthcare provider that an intera 3000 hai pump was eroded through a patient's pump pocket, reportedly due to the patient's low blood platelet count. The device was explanted, and a new device was implanted.

Manufacturer narrative:
Add patient information, serial number, and implant date.

Event description:
It was reported by a healthcare provider that an intera 3000 hai pump was eroded through a patient's pump pocket, reportedly due to the patient's low blood platelet count. The device was explanted, and a new device was implanted.